Manufacturer narrative:
S/w version unknown. Retainer ring = clear. Customer returned pump for an alleged cosmetic damage located at the backside of the pump case found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm due to moisture damage on the pcba 1 / pcba 2 / force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found inside battery tube during visual inspection. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Bootloader traces indicate that a critical error triggered the critical pump error (open book image) alarm. Force sensor zero offset within specification (22.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads and missing serial number label. Critical pump error (open book image) alarm confirmed due to moisture damage. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed. Cosmetic damage was confirmed at the backside of the pump. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked case. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.